Manufacturer narrative:
Concomitant medical products: 694965 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and the implantable cardioverter defibrillator (ICD) system was removed. The ICD system was not replaced. No further patient complications have been reported as a result of this event.